Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that dislodgement was observed. It was noted that patient has twiddlers syndrome. Repositioning was unsuccessful. The lead was explanted and replaced.